Event description:
During an atrial fibrillating (af) ablation procedure, a pericardial effusion occurred. After reaching the left atrium with the introducer, there was difficulty passing through with the sheath. The patient remained stable throughout the procedure, however, under echography controlled transesophageal echocardiogram (tee), a pericardial effusion was noted. The introducer was removed and drain was placed to resolve the event. There were no performance issues with any abbott devices. The procedure was stopped and the patient is currently in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.